Event description:
Pt was undergoing a laparoscopic cholecystectomy when a small abdominal artery was cut. To control the bleeding, a 5mm endo clip was tried but it broke. No pieces were detached inside the pt, but the jaws of the appliance became stuck inside it's trocar. With the pt still bleeding, both the trocar and the appliance were replaced. Greater than 100cc blood loss occurred with potential for much more.